Manufacturer narrative:
(B)(6). The device was implanted on (B)(6) 2016 and explanted on (B)(6) 2016; sometime during that period, it was detected that the patient had only 50% range of motion. Complainant part is not expected to be returned for manufacturer review/investigation. Part manufacture date: august 13, 2008. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm extra articular distal humerus plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a level one trauma came in with a distal third humerus fracture. The surgeon decided to use our extra articular distal humerus plate (which is made to sit posterolateral) and placed it anterolateral on the distal humerus. The surgeon made modifications by bending the plate for it to fit the bone. After the surgery, it was determined that patient only had 50% of range of motion. It was decided that the plate was inhibiting the flexion of the patient's arm. The surgeon decided to bring the patient back on (B)(6) 2016 and revise the fixation. A 4.5 locking compression plate was added to the lateral side of the humerus. The extra articular plate was then removed and the patient's normal range of motion was restored. The surgery was completed successfully. This is report 1 of 1 for (B)(4).